Manufacturer narrative:
(B)(4). Method: the device internal memory and ECG were reviewed for this incident. Conclusion: after advising and delivering a shock to the subject, the device advised another shock, however, due to ECG morphology, the AED properly canceled the shock decision.

Event description:
During AED deployment, the subject was not resuscitated.